Event description:
It was reported that the patient alleges that the most recent infusion sets he has received have defective self-adhesive at the headset. He stated that they do not properly adhere to his skin. No adverse event was reported. The infusion sets were requested to be returned for product evaluation.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.